Event description:
The customer stated that a false positive architect stat troponin-I result of 0.57 ng/ml was generated for a (B)(6), male patient (sample ID (B)(6)) on (B)(6) 2012. The patient was transferred to a larger facility where architect stat troponin-I testing was performed upon admission with a result of 0.0 ng/ml. The customer retested the original patient sample and the result was <0.3 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). The customer stated that the architect pre-trigger solution was not adequately primed and suspected that may have contributed to the discrepant results generated. The customer observed error code 1005 not long after the pre-trigger was changed. The original elevated troponin samples were retested and repeated normal. The architect system operations manual was reviewed and it should be noted that error code 1005 can occur if the volume of the architect trigger solution or the architect pre-trigger solution is too low. In this case it is recommended to replace the architect pre-trigger and/ or architect trigger solution and update the inventory. Historical quality data review shows no adverse trend for this list number for this issue. There is no atypical complaint activity for this product lot. No product deficiency was identified.